Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst (large retro gastric fluid collection) during a endoscopic ultrasound (eus) guided axios placement procedure performed on (B)(6) 2025. During the procedure, the stent did not deploy. An attempt was made to remove the partially deployed stent; however, during removal, the delivery system became stuck. With some force, the physician was able to remove the delivery system, but the stent fully deployed inside the scope. A stent grasper was used to push out the stent out. After multiple attempts, the stent was successfully pushed out of the scope, fell into the patient's stomach, and was subsequently retrieved. The procedure was completed using another axios stent with the same device. The patient was given additional sedation and experienced an episode of respiratory arrest during the procedure and again in recovery. After prolonged recovery period, the patient was discharged from the hospital without further complications.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf device code a150103 captures the reportable event of stent prematurely deployed. Imdrf patient code e0741 captures the reportable event of respiratory arrest. Imdrf impact code f08 captures the reportable event of prolonged hospitalization. Imdrf impact code f17 captures the reportable event of additional sedation.